Manufacturer narrative:
. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Customer discarded the device. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of the preloaded intraocular lens (iol) in the patient's right eye, the visual acuity did not improve even one week after surgery. The distance unaided visual acuity was 0.4 and the patient requested a replacement. The iol was scheduled to be replaced with a monofocal lens in (B)(6) 2025. Through follow-up, we learned that the lens was explanted. No further information was provided.